Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the event occurred during the non-emergency treatment, the procedure was delayed and completed after the problem got resolved. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with the sensor c-arm movement. During troubleshooting, the fse found that there was dirt in detector sensor and tube cover. The fse calibrated the frontal stand, cleaned the tube cover and the detection sensor. After adjustment of the tube cover of the frontal arm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error when performing 3d movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Fse visited onsite and checked the system since the sensor did not work effectively during the c-arm movement in the device, it gave an error when it reached a 120-degree angle. The covers on the tube and detector were wiped clean with a clean cloth. Afterwards, frontal stand calibrations were performed again. After that the system return with full functionality.